Manufacturer narrative:
G4: 29dec2020. B4: 08jan2021. The service engineer (se) inspected the device and confirmed the reported issue. The se found the touchscreen would not calibrate and is not making accurate selections. The se replaced the touchscreen to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen was not working. Reportedly, the touchscreen calibration logs had a message stating bad touch was detected. There was no patient involvement.